Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgment. The lead dislodgement was confirmed through an x-ray. This ra lead was explanted and no new device was implanted. No additional adverse patient effects were reported.